Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up, a prismaflex tpe2000 set had ¿leaking red and blue connectors (without screws)¿. There was no patient involvement. No additional information is available.